Manufacturer narrative:
Date of event is estimated. The patient reports having lost controller years ago and having had one surgical procedure done earlier this month. As of now, patient does not want to have any sort of surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient has not connected to their ipg in a couple years and had recently undergone a surgical procedure without putting the ipg into surgery mode. An manufacturing representative met with the patient and confirms the ipg is no longer functional. Surgical intervention is currently not planned.